Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was damaged and a part of the teflon pad was lifted but still attached to the instrument. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the nurse. The initial complaint allegation indicated that no fragments fell into the patient; however, the information remains ambiguous. It is unclear if the damaged piece was broken off.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found teflon pad damage. A missing piece measuring approximately 0.095" x 0.025" was not returned. Further inspection identified a broken blade. The blade broke at roughly 0.23" from the base. The broken piece of the blade was not returned. The common cause of both failures are associated with mishandling misuse. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image by a regulatory post market surveillance analyst is consistent with the lifted teflon pad that was still attached to the instrument tip.